Event description:
The customer had been getting inconsistent blood glucose readings on the contour. He ended up going to the hospital for hyperglycemia. His blood result was initially in the 400's, and he was given insulin until it came down in the 200's mg/dl. Since the inconsistent blood readings continued, the customer requested a new meter. The strips were not expected to be returned for evaluation. A new meter was sent.